Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 30-sep- 2019 / serial or lot#: con402902, UDI #:(B)(4). Device avaiable for evaulation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 13-sep-2018, labeled of single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1650/ catalog #: 1650/ expiration date: 31-mar-2022 / serial or lot#: con415961, UDI #:(B)(4). Device availavle for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 19-mar-2021 labled of single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was exhibiting low flow alarms with low troughs and the vad patient experienced a high mean arterial pressure (map). It was also reported that the power port of the first controller was damaged which prevented a connection to a power source. When the first controller was exchanged, the second controller exhibited vad disconnect alarms and an unexpected loss of power. The vad and second controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of controller (B)(6) in relation to the reported event. Failure analysis revealed a bent pin within power port one (1) of the controller. The bent pin did not allow a battery to properly connect to the controller, confirming the reported poor mechanical connection event. Log file analysis revealed that (B)(6) was the primary controller and (B)(6) was the backup controller. Log file analysis revealed a total of thirty-three (33) low flow alarms logged between the both controllers between (B)(6) 2022 and (B)(6) 2022. Additionally, log file analysis revealed a decrease in estimated flows beginning on (B)(6) 2022. In addition to the low flow event, information received form the site indicated that the patient experienced a high mean arterial pressure (map). Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Log file analysis pertaining to (B)(6) revealed two (2) controller power up events on (B)(6) 2022 and (B)(6) 2022 at 19:46:48 and 13:01:04 respectively. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 76% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the first loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 94% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and an adapter was connected to power port two (2). The controller was without power for 10 and 12 seconds respectively. A vad disconnect alarm was logged on 12-mar-2022 at 16:58:30, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Log file analysis pertaining to (B)(6) revealed multiple controller power up events logged on 12-mar-2022 between 16:56:32 and 17:01:22. The controller power up events were associated with four (4) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2022. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA (B)(4) , the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from su bsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the loss of power event involving (B)(6) can be attributed to an intermittent disconnection on one or both power sources and/or a discon nection of both power sources during the controller exchange. A possible root cause of the losses of power events involving (B)(6) can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources, CAPA (B)(4) is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 11-apr-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0706 h6: FDA conclusion code(s): d01, d15 d4: serial or lot#: (B)(6) d9: no h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.